Event description:
A patient on vancomycin treatment for sepsis was monitored for vancomycin levels. The patient was receiving 1 gram of vancomycin per day. Two sets of blood cultures were obtained from the patient with through samples that were not drawn from above the IV site. Patient samples were run with 1:4 onboard dilution with a result of less than 1.1 ug/ml. The patient subsequently died. The cause of death is unknown. A second patient's sample with a vancomycin result of 18.2 ug/ml was diluted 1:1 with the original patient's sample. The result was less than 1.1 (where a value around 9.1 may have been expected). Qc testing was within expected ranges. Based on the results, it appears that heterophile antibody interference may have contributed to the low recovery rates. "In very rare cases, patient samples may contain heterophile antibodies which may produce low results with the multigent vancomycin assay. Interfering heterophile antibodies occur at a low frequency in the general population. These antibodies can cause autoagglutination of the micro-particle reagent leading to undetected erroneously low results. For diagnostic purposes, the test findings should always be assessed in conjunction with the patient's medical history, clinical examinations, and the findings." The patient was tested for sepsis and the cause of death is unknown at present.

Manufacturer narrative:
(B)(4).